Event description:
Plaintiff alleges latex sensitization and has suffered severe pain and suffering as well as incurring expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Further alleges that she has suffered and will in the future mental strain, emotional stress and the loss of enjoyment of life.